Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up due to several episodes of automatic mode switches. The atrial lead exhibited noise and was reproducible with isometrics and pocket manipulation. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that during the replacement procedure, the lead insulation was noted to be abraded, the lead was replaced successfully. The patient tolerated the procedure well.

Manufacturer narrative:
Final analysis found an insulation abrasion breaching the outer insulation at 15.3 - 15.4 and 15.5 and 15.6 cm from connector pin. Abrasions are consistent with constant friction with another implantable device. This was most likely the cause of the reported complaints from the field of noise and over sensing.